Manufacturer narrative:
A1: patient identifier added. B2: outcome added. B5: additional information added. D4: model number, lot number, catalog number, expiration date, UDI# added. D6a: implant date corrected from (B)(6) 2023 to (B)(6) 2023. H4: manufacture date added. H6: impact code added.

Event description:
It was reported that cerebral vascular accident (cva) occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Approximately five months post implant the patient experienced a cva and was admitted to the hospital. The patient has multiple co-morbidities, and it is unclear if the cva is related to the watchman. The patient is reported to be doing better and is expected to have a transesophageal echocardiogram in the next week. It was further reported that approximately five months post implant the patient experienced sudden onset left sided weakness and altered mental status. The patient was admitted to the hospital and administered tissue plasminogen activator for evolving right middle cerebral artery infarction. The patient continues to experience dysphagia and left sided weakness. The patient had a percutaneous endoscopic gastrostomy tube placed and was transferred to a skilled nursing facility. The patient was placed back on eliquis. To note, at the 45-day follow up, transesophageal echocardiogram showed good device placement and no leak. At that time the patient was placed on aspirin and plavix and was compliant. No other procedures had taken place. Approximately one week after the cva, a computed tomography angiogram of the chest was performed noting no device related thrombus.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown. D6a: implant date estimated as implant was reported to have occurred in (B)(6) 2023.

Event description:
It was reported that cerebral vascular accident (cva) occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Approximately five months post implant the patient experienced a cva and was admitted to the hospital. The patient has multiple co-morbidities, and it is unclear if the cva is related to the watchman. The patient is reported to be doing better and is expected to have a transesophageal echocardiogram in the next week.